Event description:
Additional information indicated the patient "had a pump put in and the battery went dead; she had one removed and a new one put in". The pump was noted to have been implanted in 1999 and replaced in 2008. No additional information was available at the time of this submission.

Event description:
The pump was returned to the MFR after 100 months implant duration with no reason given for explant. No pt event was reported. The drug used in the pump is dilaudid. Add'l info has been requested from the hcp, but was not available on the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis results reveal - insufficient bond of the catheter access port. This device is included in the device recall.